Event description:
The procedure was open heart surgery. The chest cavity was open and there was cotton gauze in the surgical area. There was an arc, and then another arc, and this time the gauze caught fire. It was thrown on the floor and stomped on at which time the person's booties caught fire. Both were put out. It left a burn mark on the floor. There was no harm to the pt.